Manufacturer narrative:
The results, method and conclusion will be added in the final report.

Event description:
It was reported the patient underwent an unrelated surgical procedure on (B)(6) 2018. The ipg was not put into surgery mode. Since the procedure the patient¿s ipg would no longer communicate with external devices. Therapy has been turned down. Troubleshooting has been unsuccessful. No additional information is known at this time.

Event description:
Follow-up information provided the patient underwent ipg replacement. Therapy was restored.